Event description:
Caller states the pt tested 584mg/dl, 201mg/dl, and 140 mg/dl on the advantage system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.